Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that "constant pain post-surgery is comparable to intermittent pain prior to device implanatation. Unable to get out of bed, roll over, stand (from sitting) without assistance. Bone graft material wrapping around r-l4 inferior facet causing severe r-l4-5 neural frontal narrowing. Infuse was used in a tlif."